Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported there was a crack in the battery compartment. There was no noted power issue experienced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2014 with the following findings:a battery compartment crack was discovered during investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The bolus button cover was found to be intact; the bolus button was found to be difficult to press and was intermittently responsive. The bolus button slug was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.